Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that the coil wire unraveled. The target lesion was located in a coronary artery. A 025/260 platinum plus guidewire was used to insert a non-boston scientific heart pump. However, during removal, the distal end of the guidewire was frayed. It was noted that the same issue happened on another of the same device. The device was removed intact, and the procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed that the coil wire and the core wire were detached.

Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no information was provided. Device evaluated by MFR.: the unit returned has tip unraveled, as part of overall visual revision. The guidewire returned was inspected and it is possible to observe the core wire was detached at 257cm from proximal section, also the coil wire was detached at distal end section.